Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation following strenuous activity ("lifted a couch"). She had tried to turn up the stimulation but reached the upper limit. She also had a "lump" over the neurostimulator site that appeared 1.5 to 2 weeks ago. It was noted to be "soft" and have fluid in it. She was at home in good condition and re-directed to her healthcare professional. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).